Event description:
The patient reported that the v-go that he is currently wearing today (B)(6) 2019 is starting to come loose when he moves his arm and that he has only had it on for 2 hours. The patient did confirm with us that he is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient will save the v-go from today.